Manufacturer narrative:
Other, other text: b3: date of event, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that there was an issue with a bivona tracheostomy tube. No further information available at this time. Follow up requests for more information are being completed. Patient involvement unknown.

Event description:
Additional information received via email. There was no patient harm and no medical intervention, but unplanned tube change undertaken to ensure an intact tube was in situ. Patient details updated. Event occurred at patient home.

Manufacturer narrative:
Email is: regulatory.responses@icumed.com. One device sample was received without the original packaging. Per visual inspection, it was detected a cut in the flange/neck strap. The complaint was confirmed. No other analysis was performed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. The cause for the condition was due to manufacturing. The complaint fault has been escalated to address a full root cause investigation for damaged flange/neck strap issues and is currently in the investigation phase.